Manufacturer narrative:
The fse evaluated the device. It was determined that this was a malfunction of the electronic board (measurement module connectors) which was installed and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the electronic board. The reported problem was confirmed.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device needs a correction of measurement module. Information regarding specified malfunction has been requested. There was no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.